Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that no readings occurred. The sensor was inserted into the arm on (B)(6)2024. The patient said she saw no readings on the screen and could not confirm any error message. On (B)(6)2024, the patient reported that it just stopped working. The patient experienced tiredness, and she presented to the ed (emergency department) because she was not getting readings. She did not check the bg (blood glucose) by fingerstick because she did not have a blood glucose meter at that time. At the hospital, the patient underwent testing including chest x-ray, electrocardiogram (EKG), and blood glucose meter which was 394 mg/dl. The patient was treated with an unknown shot through an IV bag and discharged after 3 hours. The patient noted the cgm (continuous glucose monitor) reading on the app was 208 mg/dl before driving home. At the time of the report, the patient was fine. Data was provided for investigation. The allegation was not confirmed via data. The probable cause could not be determined via data. No additional patient or event information is available.